Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. Patient reported that the battery cap was not tightening properly and the yellow o-ring was showing. Reportedly, the pump powered up with a blank screen but with appropriate audio and vibration alerts. Patient stated that there was no visible damage, no trauma and no evidence of moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas. If the battery cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.